Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex artery that was moderately tortuous. After implantation of the xience xpedition stent, a dissection was observed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Another drug-eluting stent was implanted to treat the dissection. No additional information was provided.